Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy. It was reported there was no stimulation and a loss of therapy. The patient's implantable neurostimulator (ins) had not been working since (B)(6) 2015. The patient ran his battery down and tried to charge it up, but was not able to connect with the recharger or programmer. The patient stated that a manufacturer's representative (rep) had told him in (B)(6) 2015 that his ins needed to be replaced. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.